Manufacturer narrative:
Returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the wire lumen, with fluid in the balloon and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, 68mm proximal from the distal markerband. Review of the product specification indicating the rated burst pressure (rbp) of the complaint device was performed. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.